Event description:
G-tube found to be blocked and was removed by an r.n. New 16 fr. 5 cc foley inserted with difficulty. Approx. 4 hrs. Later pt found to be congested, and was suctioned for thick tan secretions. Tube feeding was shut off and pt given clear liquids. Physical exam revealed pt to be congested, tachycardic with a tense abdomen and minimally responsive to pain. Pt was transferred to acute hosp where he required exploratory surgery and was found to have gross peritonitis with contamination by gastric fluids.